Manufacturer narrative:
This report is being supplemented to provide additional information including further information provided by the customer, the device evaluation results, and the legal manufacturer's final investigation. Additionally, (d9) returned to manufacturer date was added and (h3) device evaluated by manufacturer was updated to yes. According to the customer, if one endoscope shows a defect, another one is used. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reported issue was confirmed, though a green image was displayed instead of the pink image initially reported, this is considered the same issue. The cause was localized to a broken charged coupled device circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, root cause was identified as a broken circuit board. However, the specific cause of the broken board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. The investigation is ongoing, a supplemental report will be submitted if additional information is received. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a video telescope had a pink image (image deviation). The reported issue was found during an unknown procedure. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable issue described during intake.

Manufacturer narrative:
This report is being supplemented to link recall notification z-0697-2024 to this case. Correction: (h7) ¿if remedial action initiated, check type¿ notification selected. (H9) ¿if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number¿ recall notification reference number added.